Event description:
Hcp reported the pt came into their offices in 2002 without the pump. The hcp was prepared to refill the pump and was informed it had been removed because of an infection. The pt is on oral baclofen and had their dose increased by the hcp. The clinic has not seen the pt since then. A follow-up report will be sent when add'l info is received.